Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d9, h2, h3, h5, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. In addition, the following reportable malfunctions were found during the device evaluation: faulty charge-coupled device unit, the cable was kinked and knotted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Event description:
It was reported the picture went in and out when the subject device was moved. The issue occurred during sedation (device inside patient) for a therapeutic laparoscopic tubal procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.